Event description:
Physician reported refill residual volume discrepancies in 09/2000. Pump was observed and evaluated before explant in 2000. Pt reported experiencing edema for a few days post refill and increase of pain before refill was due. At refill prior to 09/2000 the volume was less than expected and at 9/2000 the volume discrepancy was 5.5ml. In october, a 2 hour bolus test was done using nacl, but that test was uneventful. Device was explanted in 2000. One refill has been done since and the residual volume was within expected limits. The pt has been doing well with the new pump.